Manufacturer narrative:
Continued: e1- email: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture/deflation". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3.

Event description:
Healthcare professional reported "rupture/deflation". This record is for the right side. Device has been explanted and replaced.